Event description:
It was reported that the patient with this right atrial (ra) lead had an infection. Additional information indicates that the system was not extracted and remains in service. Culture swabs were taken but the field representative was not aware of any test results. The patient was given antibiotics. Furthermore, the patient was seen in clinic and the pocket looked healthy. No additional adverse patient effects were reported.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ra lead remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.